Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the segment fluid damage, the electrical connector fluid damage, the light guide cable buckled, the ccd driver pcb corroded, the operation channel leak, the r/l knob loosened, the junction case loosened, the lg prong top loosened, the body cover grip disinfections damage, the r/l pulley wire worn out, the brand plate worn out, the air/water nozzle sharp, the insertion flexible tube (ift) collapse, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.